Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the cause of the malformed fill-port cap was a defect during the manufacturing of the cap (molding process). Awareness training was performed as a corrective action.

Manufacturer narrative:
(B)(4). The manufacturing cause was not from the molding process but was determined to be caused by the sealing process. Awareness training for involved personnel was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill port cap of a large volume infusor was found deformed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13g033 was manufactured july 8, 2013 - july 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available for evaluation. Visual inspection confirmed a malformed fill-port cap. Upon completion of baxter's investigation, a follow-up will be submitted.